Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material issue was encountered. It was reported the catheter wasn't irrigating at all during the procedure. The catheter was disconnected and reconnected with no resolution. They took an interventional wire to see if there was anything stuck inside the catheter and they felt that something was blocking the catheter. The catheter was replaced, the issue resolved. The physician did not note or voice feeling any resistance from the sheath. The insertion tool was used during the procedure. No foreign material was seen, as the physician and scrub tech just noted a blockage but were not able to remove it. The pentaray nav high-density mapping eco catheter was used to pre map the left atrium and was working properly. The catheter was then removed from the patient and fluids were shut off. The catheter was then going to be utilized to post map and fluids were turned back on but the catheter was not irrigating at all. The original pentaray nav high-density mapping eco catheter was not placed back on the patient. A new pentaray nav high-density mapping eco catheter was opened and used on the patient to post map.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material issue was encountered. It was reported the catheter wasn't irrigating at all during the procedure. The catheter was disconnected and reconnected with no resolution. They took an interventional wire to see if there was anything stuck inside the catheter and they felt that something was blocking the catheter. The catheter was replaced, the issue resolved. Device evaluation details: on 12-jul-2022, the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test since the irrigation tube was found folded inside the tip area, additionally, crystalline-white material was found in this area. Sem/eds (scanning electron microscopy/energy dispersive spectroscopy) analysis was performed, and the results showed that the material was saline solution residues. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed; the folded irrigation tube condition was related to the blocking reported, causing the accumulation of saline solution. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions; flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specification if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).